Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
Revised for malrotation. Event clarification submitted via sales rep on (B)(6) 2014: patient was unstable due to pcl insufficiency and no other contributing factors.

Manufacturer narrative:
An event regarding pcl insufficiency resulting in revision involving a triathlon femoral component was reported. The event was not confirmed. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it is reported that the patient had an insufficient posterior cruciate ligament. Revision surgery has been performed with exchange to ts implants that provide a more built-in stability to the knee. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, x-rays, operative notes and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revised for malrotation. Event clarification submitted via sales rep on 8/1/2014: patient was unstable due to pcl insufficiency and no other contributing factors.